Manufacturer narrative:
Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis of the trial stimulation lead (lot # v768687) found the distal end of the conductor was broken due to overstress/damage. It was reported that the #0 conductor was broken 0.9 cm from the distal end at the epoxy break site. It was reported that the epoxy was broken at the distal side of the #1 electrode.

Event description:
It was reported that a lead appeared to be damaged after the stylet was removed to switch it out prior to implant. It was stated that the healthcare professional (hcp) reported that the last contact appeared to be ¿broken off¿. It was noted that the caller did not look at the lead to confirm or visualize the damage area. It was stated that the hcp never implanted the lead due to ¿damage¿. It was stated that another trial lead was used with no issue reported. Additional information received reported that the lead was never used and the trial proceeded without disruption.